Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient received treatment at the emergency room (ER) for elevated blood glucose (bg) of "high" (>600mg/dl) with small ketones, headache, fatigue, and heart palpitations associated with an intermittent power issue. The patient was reportedly treated with insulin via injection for the elevated bg and discontinued insulin pump therapy. The reporter confirmed that there was no damage to the battery cap or battery compartment and there was no moisture in the pump. The reporter noted that the alleged power issue was occurring during or immediately after a battery change. During troubleshooting, the reporter was advised to change to a new battery from a new pack, however the pump reportedly did not power on appropriately. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an alleged intermittent power issue with the pump.